Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the proximal popliteal artery, after lesion pre-dilatation with a 6.0 mm balloon, the 5.0 x 150 mm supera stent was being used when there was a spontaneous release of the stent without using the thumb slide. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device available for evaluation. Evaluation summary: visual inspection was performed on the returned device. The premature deployment was unable to be confirmed as the stent had already been deployed.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.